Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was determined that the craniotome device failed pretest for cutter insertion and vibration assessment because the spiral pins were damaged and the device was coming apart and could not complete all tests. The assignable root cause of these conditions was determined to be due to use error, excessive force when using device. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device had an undetermined malfunction. During in-house engineering evaluation it was observed that the spiral pins were damaged, and the device was coming apart. It was further determined that the device failed pretest for cutter insertion and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.